Event description:
It was reported that the patient presented for the implant the of right ventricular lead. During the procedure, the physician found that capture thresholds were high and pacing impedance was varied. The physician also noted that the helix was difficult to deploy. The procedure was completed with use of a replacement lead. The patient was stable.

Manufacturer narrative:
The reported events were capturing issue, impedance issue, and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix was retracted and clogged with body fluids. After it the lead was cleaned, torque was applied directly to the connector pin, and the helix could be extended and retracted. The cause of the reported event was isolated to the dried body fluids in the helix housing. The reported events of capturing and impedance issues were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.